Manufacturer narrative:
Concomitant products: 694765 lead implanted: (B)(6) 2011; unknown mdt lead implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had two consecutive days of high threshold measurements before dropping down to within normal limits again. The lead remains in use. No patient complications have been reported as a result of this event.